Manufacturer narrative:
Follow-up #1: date of submission 09/29/2015 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Review of the black box data found two unexplainable power-on-rest events in the pump history. A battery compartment crack was found on the side of the compartment extending up towards the threads. A pump casing crack was found at the lower left corner of the display lens. No evidence of moisture intrusion was found in the battery compartment. No defects were found with the returned battery cap and it was able to secure properly onto the pump. The pump powered up to a hard call service 006 alarm that could not be clear and the remaining testing could not be completed. Pump casing was opened and evidence of moisture intrusion was found throughout the pump interior. The reported intermittent power issue could not be fully investigated due to the alarm and moisture intrusion.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (intermittent power) issue. Reportedly, there were no damages to the battery compartment or cap and the cap was able to tighten properly onto the pump. The reporter did not notice any evidence or moisture or corrosion inside the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.